Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with her insulin pump. Customer received a motor error alarm and a no delivery alarm. Customer also mentioned she had been running high all day. Customer tried to treat herself, but she received the motor error alarm and a no delivery alarm. Customer noticed the motor error alarm and no delivery alarm through her insulin pump vibrating. The second time it occur customer was trying to deliver a bolus. Customer stated she was able to rewind the insulin pump. Customer declined no delivery alarm and high blood glucose troubleshooting. The blood glucose reading was 296mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.